Event description:
Coiling treatment of an aneurysm. It was reported after the coil was detached, the pushwire could not be pulled out of the instant detacher. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the coil was implanted in the patient and the pushwire was discarded. (B)(4).